Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading was 209 mg/dl. The alarm occurred during the bolus process. No significant events leading up to the alarm was recalled. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.